Manufacturer narrative:
Customer refused manufacturers service.

Event description:
The customer reported that the ventilator stopped cycling during normal ventilation operation. The customer reported the unit was in use on a patient and there was no patient harm. The customer refused service by manufacturers field service personnel. The customer was contacted multiple times to obtain more information regarding the reported problem. The customer has not responded to the messages left requesting further information.